Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'display illuminates with no texts' which was reproduced as white screen at power up. The reported condition was verified. The cause was determined to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a display that would illuminate with no texts. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.